Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that a replacement was requested for an item under warranty. It was said the consolidated bag was faulty and leaking. The clips got wet due to the bag. A warranty request was requested for the shower bag for delivery on (B)(6) 2026.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the report of fluid ingress into the heartmate gogear shower bag could not be confirmed as the product was not returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further reported events at this time. The relevant sections of the device history records for the gogear shower bag, lot number 10790318 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿equipment maintenance¿, instruct the user to periodically inspect the wear and carry accessories for damage or wear. These sections further state ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed¿. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was said the shower bag was faulty and leaking.